Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the attempted implant of this transcatheter bioprosthetic valve, the valve was recaptured for depth optimization and the valve was constrained. On the second deployment attempt, at 80% deployment, the valve appeared constrained and an infold was observed. The valve was recaptured and retrieved from the patient. A new valve and delivery catheter system (dcs) were used to complete the procedure. Both valves were inspected under cine/fluoroscopy prior to use and no misloads were found. It was noted that the perimeter of the patient¿s annulus was 78.8mm, and that under-appreciated leaflet calcification on computed tomography (CT) versus during the procedure may have contributed to the infold. No pre-implant balloon aortic valvuloplasty (bav) was performed. No adverse patient effects were reported.